Event description:
Pt underwent a bi-lateral lung volume reduction surgery (lvrs) in oct-2001. Focalseal-l was applied to the right and left staple lines and to the left posterior raw surface area of the lower lobe. The pt remained in ICU for two weeks, and was uncooperative and did not progress with rehabilitation. In nov-2001, the pt was transferred to an outside rehabilitation center where pt expired. A cardiac arrest is suspected. No further details were provided. No further info is anticipated.